Event description:
Patient underwent operative procedure in (B)(6) 2005. Broken bolt detected by radiographs taken during follow-up visit. Revision surgery performed to remove broken bolt.

Manufacturer narrative:
Review of complaint files by new staff resulted in decision to file MDR. Mechanical testing is currently in progress. Conclusions may be drawn when testing is completed.